Event description:
Customer reported, the system displayed a communication failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it, but there is no further info available regarding repair details or status.